Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw were implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, a transthoracic echocardiogram (tte) was performed and revealed moderated mr. On (B)(6) 2024, the patient was admitted to the hospital due to heart failure (hf). On (B)(6) 2024, a transesophageal echocardiogram (tee) was performed, revealing the mr had increased to 3-4. On (B)(6) 2024, the patient underwent a heart port surgery and mitral valve replacement surgery. The surgeon observed a perforation of the anterior mitral leaflet (aml). The clips were noted to be stable on the leaflets.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr and heart failure appear to be related to the reported tissue injury. A cause for the tissue injury cannot be determined. Mr, tissue injury, and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.